Event description:
Medical affairs spoke to pt's spouse who was in a hurry to get of the phone. Family memeber mentioned that the pt is still in the hospital and that family member was going to see them. Family member does not know when they are being discharged and mentioned that family member had to leave to go to the hospital. Medical affairs was unable to obtain any further info. The following info was documented by customer service: pt obtained a high blood glucose reading of 209 mg/dl in 2003. Pt ended up passing out and family member called paramedics. Paramedics arrived shortly after and their blood sugar was 25mg/dl on paramedic's meter. Pt was taken to the ER. Diganosis and treatment is unknown by pt's family member. Customer service did a control solution and a check strip test which both passed. Customer service sent pt a new meter.